Event description:
Customer reported that he was in a vehicle accident due to he was drinking and driving, had high blood glucose and dka. Paramedics were called and he was taken to the hospital. The blood glucose reading was 800 mg/dl at the time the paramedics arrived. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.